Event description:
It was reported that this patient's device was disabled because the patient could not tolerate an increase in output current, and did not feel that she got a good response from the vns. The patient has since had a temporal lobectomy and has been seizure free since the surgery. The patient mentioned that the generator is tender when she bumps it and would like to have it removed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The doctor stated that the patient's tenderness at the generator site was not a contributing factor for the patient's device explant. No other relevant information has occurred to date.

Event description:
It was reported that this patient had their device explanted. The facility where the patient's surgery was performed is a discard facility. No other relevant information has been performed to date.